Event description:
The patient (pt) is needing an MRI. Caller reports pt said the ins was "cut off" 4 months ago. Caller also noted that pt was sent a new remote and the remote didn't work - caller had no additional detail to provide. Caller noted pt also has a (B)(6) stimulator. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).